Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving dilaudid with concentration 15 mg/ml at a dose rate of 5 mg/day and baclofen of an unspecified concentration at a dose rate of 131 mcg/day via an implantable pump for non-malignant pain and unsuccessful disc surgery. Baclofen was noted as having been the secondary drug. It was reported that the patient was electively scheduled for a pump replacement. It was noted that when asked in pre-op how therapy was going, the patient indicated that they were getting great relief with no change in status. No signs or symptoms of withdrawal occurred. In the operating room the pocket was opened, and the pump was removed from the pocket. The catheter access port (cap) needle was placed and the catheter was unable to be aspirated after many attempts. The surgeon decided to replace the old catheter with a model 8780. At the end of the case, the catheter was easily able to be aspirated via the cap. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The physician had decided to decrease the doses to dilaudid 2 mg/day and baclofen 41 mcg/day. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient was to be monitored overnight in the hospital. The pump was discarded by the healthcare provider. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the serial number of the old catheter was unknown and the reason for the nonfunctional catheter was unknown. It was noted it would not be returned as the staff discarded. No further complications were reported or anticipated.